Event description:
A (B)(6) female, underwent a laminectomy and fusion on (B)(6) 2014. She returned to the operating room on (B)(6) 2015, for radiculopathy and nerve decompression (l5). The surgeon found a pedicle had fractured at the site of one of the screws and the threads were visible. The fractured piece of bone was sitting on the nerve root.